Manufacturer narrative:
H3. Device analysis for lead unknown revealed conductors 0-7 were broken at the injex anchor site, 14.2cm from the distal end. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to one of the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has two leads that were implanted as extraforaminal spns (l4, l5) to alleviate his foot pain. He came into the clinic and reported increased pain. Troubleshooting was performed. The impedance check showed high impedances of 40,000 ohms and broken contacts on one lead (0 - 7). An x-ray revealed that the leads were "pulled back" compared to the intraoperative x-ray pictures. The connection check also showed no connection for several of the contacts so the hcp deduced that the lead might still be intact but not properly attached to the ins. According to the patient there has been no major falls that may have contributed to the event. Hcp decided to do a revision surgery. When opening the ins pocket the lead was properly attached to the ins. They tried to put the lead into the other channel to check the impedances and the connection there but it was still broken. The lead was replaced with a new one. It was unknown if the broken lead was lot number va23ryd019 or va23ryd018 as they were both implanted at the same time. The issue was resolved. Patient was alive with no injury. Additional information received clarified that "pulled back" meant lead migration with both leads. However, with the one of the leads it was still possible to reach the intended nerve after reprogramming so it was left as it was. No cause was identified. It was unable to be determined which lead was replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Implanted: (B)(6) 2020. Lead product ID 977a260 lot# serial# unknown implanted: (B)(6) 2020. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Product ID: 977a260. H6 codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.